Manufacturer narrative:
(B)(4). MFR 3004753838-2025-005538 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable serious adverse event. It was reported that the patient went to the hospital due to a ¿mini stroke¿ and the cgm was removed by the hospital staff. There was no allegation against the device during this event.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The date of the event is an approximation. On the same day, it was reported that the patient experienced a mini stroke, the patient had just changed the sensor and it was inserted in the arm. The patient uses tandem tslim in hybrid closed loop and uses the pump screen as the cgm display device. The reason for the call was to request replacements sensors. The patient stated that she had no memory of the events leading up to her hospitalization and was unsure about her readings at the time. When emergency medical services (ems) arrived, the sensor was removed. The bg was 20 mg/dl. The patient was given unspecified injection. She was hospitalized for 5 days and received basal and bolus insulins as routine diabetes management. The patient also underwent MRI and requested another replacement sensor. The patient also received an tandem error message on the pump screen. A final sensor had to be replaced for another MRI to cover the 3 total requested. The patient was still recovering during the call over 2 months later. Attempts to contact the patient for additional details about the episode were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.